Manufacturer narrative:
(B)(4). No product was received to assist in this investigation. In quality control, flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product from vendor ensuring correct inside diameter and outside diameter of tubing and, ensure material is free from surface defects, bumps, bulges and protruding coils. In flexor check-flo ii introducer, final inspection, instructs, "confirm surface of sheath is free of excessive dents, bumps or scratches." In addition, the instructions for use (IFU), cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning. "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that retroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present; however, such actions could not be confirmed from the physician's statements of the event, although add'l info was requested. Based on the info provided, it is most likely that pt condition/anatomy contributed to this failure. Additionally, iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. The appropriate internal personnel have been notified and we are continuing to monitor for similar complaints. Prior similar complaints and risk analysis resulted in the issuance of corrective action/preventative action (CAPA) for this failure mode. The investigation of the CAPA led to a revised IFU issued on (B)(4) 2010, which is prior to the post sterilization services date in the device history record for this lot number; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require add'l corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action.

Event description:
Info was provided that a cook 6f balkan sheath came apart in a pt. The sheath was stuck in the patient's groin and had to be pulled very hard to get it out; then it unraveled when coming out. It was the very end of the sheath that was stuck inside the pt. Surgical pliers were used to pull it out. No pt outcome was provided by the reporter.